Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "does not infuse at all at low rates" was not reproduced. Evaluation was unable to send the device to flow lines for testing due to a distorted unreadable display. Evaluation utilized a known good test lcd and was able to power on and test the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log was reviewed for the reported event date. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The reported condition was not verified. The cause of the condition was undetermined. The device will also go through flow testing after the repair process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump does not infuse at all at low rates with the drug levophed during delivery in the intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.